Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection and dso sensor testing were performed. During investigation the pump downstream occlusion sensor (dso sensor) was found unresponsive. The customer's reported problem was confirmed, and the non-responsive dso cause the reported problem. According to the investigation, service replaced the pump dso sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed an alarm that the cassette is not attached properly even though the cassette was already attached. There was no patient involvement.